Manufacturer narrative:
On 29jan2026 an asp reconfirmed the alleged device issue. The asp replaced the flow sensor assembly to resolve the issue. Following the part replacement the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips authorized service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that there was an issue with the standby mode. The airflow began to be delivered one second after the device had been put into standby mode. This was observed during a periodic device check outside of clinical use at the hospital. There was no circuit attached when the issue was observed. The device issue did not delay any therapeutic use. The device otherwise continued to operate. The device was evaluated by an authorized service provider (asp) and it was confirmed that the standby mode was immediately exited when activated. The asp confirmed that the average air flow value indicated -5.3 standard liters per minute (slpm) in the diagnostic mode when no airflow was provided. This discrepancy was determined to be caused by a malfunction of the flow sensor, so it was determined the flow sensor assembly (fsa) needed to be replaced. The customer was provided with a quote for repair that is valid until 10dec2025. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6).